Event description:
Reportedly, the device was explanted at implant because ¿it didn¿t look right.¿ report received from (B) (4) sales representative via telephone. He was notified on the 11th of may that an explant had taken place. His conversation was with the nurse, nurse stated that surgeon explanted the valve because ¿it didn¿t look right ¿ the leaflets didn¿t look right.¿ no tee was done as this was all before any testing. No additional information regarding the event was provided. Sales representative has not talked to the surgeon as he is on vacation but will talk to him next week. Device will be returned for evaluation.

Event description:
A doctor reported to baxter (B)(4) that the tip protector had come off of the patient line on the cassette used for peritoneal dialysis (pd). There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B) (4) = "leaflets did not look right." Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sales representative by telephone. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device has not been returned for evaluation.

Manufacturer narrative:
Request for device were sent to sales representative on (B) (6) 2010 and (B) (6) 2010. Please note that a return kit was sent to the hospital on (B) (6) 2010 to no return.